Event description:
The pt developed uveitis post-op. Drug therapy to resolve the inflammation was unsuccessful; the lens was removed and replaced.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.